Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-02656 address these devices. It was reported to boston scientific corporation that two injection gold probes were used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2012. According to the complainant, during the procedure, the cauterizing current from the injection gold probe became intermittent. The device was withdrawn and replaced with another injection gold probe (mr # 3005099803-2012-02656), which was also found to be non-functional. The procedure was completed using a third injection gold probe along with the original generator. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-02655 and # 3005099803-2012-02656 address these devices. It was reported to boston scientific corporation that two injection gold probes were used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2012. According to the complainant, during the procedure, the cauterizing current from the injection gold probe (mr # 3005099803-2012-02655) became intermittent. The device was withdrawn and replaced with another injection gold probe (mr # 3005099803-2012-02656), which was also found to be non-functional. The procedure was completed using a third injection gold probe along with the original generator. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found no visible issues. A functional evaluation was performed and the needle extended and retracted normally, after actuation of the handle. An electrical evaluation was performed, which included load and isolation of electrode tests; the device passed both tests. After performing the product analysis, the device is within specifications. Product analysis could not confirm the deficiency reported by the customer. A review of the device history record (DHR) was performed; no anomalies were noted.